Manufacturer narrative:
We were informed that explantation was postponed (scheduled on (B)(6), explanted finally on (B)(6) 2017).

Event description:
Reportedly, on (B)(6) 2017, during a scheduled ICD follow up it was not possible to interrogate the subject ICD with the inductive telemetry wand. No green led appeared at any position of the wand over the device. Since it was possible to interrogate other livanova devices with this programmer, t is very unlikely that there is a programmer/header issue. The last successful interrogation of the suspected ICD was on (B)(6) 2016. According to this interrogation the remote monitoring is programmed to off. The subject ICD will be replaced on (B)(6) 2017 and will be returned for analysis.

Event description:
Reportedly, on (B)(6) 2017, during a scheduled ICD follow up it was not possible to interrogate the subject ICD with the inductive telemetry wand. No green led appeared at any position of the wand over the device. Since it was possible to interrogate other livanova devices with this programmer, it is very unlikely that there is a programmer/header issue. The last successful interrogation of the suspected ICD was on (B)(6) 2016. According to this interrogation the remote monitoring is programmed to off. The subject ICD will be replaced and returned for analysis.

Event description:
Reportedly, on (B)(6) 2017, during a scheduled ICD follow up it was not possible to interrogate the subject ICD with the inductive telemetry wand. No green led appeared at any position of the wand over the device. Since it was possible to interrogate other livanova devices with this programmer, it is very unlikely that there is a programmer/header issue. The last successful interrogation of the suspected ICD was on (B)(6) 2016. According to this interrogation the remote monitoring is programmed to off. The subject ICD will be replaced on (B)(6) 2017 and will be returned for analysis.